Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9135665, medical device expiration date: 2024-05-31, device manufacture date: 2019-06-28, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles was unable to deliver insulin during use. This occurred on 20 occasions. The following information was provided by the initial reporter: material no. 320122, batch no. 9135665, unknown. Consumer uses new needle for her injection. She visually tests the needle to see if it is straight. She firmly attaches the needle on the pen till she feels the click. Offered to send the voucher. Advised consumer to save the sample if reoccurs.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd ultra fine¿ pen needles was unable to deliver insulin during use. This occurred on 20 occasions. The following information was provided by the initial reporter: material no. 320122, batch no. 9135665, unknown. Consumer uses new needle for her injection. She visually tests the needle to see if it is straight. She firmly attaches the needle on the pen till she feels the click. Offered to send the voucher. Advised consumer to save the sample if re occurs.